Event description:
The patient reported experiencing elevated blood glucose (bg) of 200-400mg/dl over the course of 6 months. He stated that whenever his bgs elevated he felt slight nausea, which is normal for him with elevated bgs. The patient stated that he corrected the elevated bgs by bolusing via the pump, and there was no reported medical intervention. The patient's bg at the time of the call to animas customer support was reportedly 270mg/dl. The reported bg excursions do not meet the definition of a serious injury. The patient alleged that he did not believe the pump was delivering correctly due to continued elevated bgs. Customer support (cs) reviewed the pump with the patient and found that all settings and histories were correct. A review of the pump history indicated multiple prime and fill cannula steps. The patient admitted that he did not understand what the function of the fill cannula step was, and would periodically deliver a small amount of insulin via the fill cannula step. The patient stated that he has some areas of lumpiness under the skin, but that he avoids these areas for insertion sites. The patient denied any site/set, cartridge, or insulin issues. The patient stated that he rotates insertion sites every two to three days, but that he uses the tubing for four to six days. Cs advised the patient of proper fill cannula step as well as recommendations to change tubing every two to three days to avoid a possible blockage in the tubing. Troubleshooting indicated that the pump was delivering insulin accurately and there were no mechanical issues found with the pump. Use error may have caused or contributed to the reported bg elevations, since the patient was using infusion set tubing for longer than the recommended time periods. This complaint is being reported due to the allegation that the pump was not delivering insulin correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.